Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. A 0.7mm circumferential pericardial effusion was noted post implant of the closure device in the pericardial space. In response to this pericardial effusion, heparin was reversed, and the patient was monitored. The pericardial effusion did not change in size. The patient fully recovered following this event.